Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has not been returned and the post-operative information summary form (pois form) has not been provided as of 13 november 2020. The hospital indicated that they don't believe this inflammation occurred from our product quality. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). In addition, no abnormalities were found on the sterilization record for the lot. (Ep551). A review of the production records and the sterilization monitoring records including residual eo test result, biological indicator test result and endotoxin test result of the product showed that there were no nonconformities and no deviations from the specifications. Since the biological indicator test result shows pass, we assure that there was no fungus after sterilization. Based on the available information, it was not possible to determine root cause of the inflammation. However, we could not find any abnormalities in the production records, especially for sterilization records. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Endophthalmitis occurred 2 days after surgery. The implanted date was (B)(6) 2020.the event occurred in china.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Note: per product instructions for use (IFU), document number: (B)(4), item 28: endophthalmitis is a known potential adverse event that may occur as a result of intraocular lens implantation. Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return, and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA, which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Endophthalmitis occurred 2 days after surgery. The implanted date was on (B)(6) 2020. The event occurred in (B)(6).